Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that multiple system messages displayed pertaining to occlusion during a cataract with intraocular lens implant procedure. The case was able to be completed with the same system with no harm to the pt. It was noted that the system was used prior to this case and for the two following procedures without issues. The customer stated that this case was a "hard cataract".